Manufacturer narrative:
Inspection performed by the technical department at the facility could not find any fault with the quick release hook which attaches the sling bar to lift. The lift is back in service at the facility. The parts involved in the alleged incident were not returned to the MFR for analysis.

Event description:
When transferring a pt from bed to wheelchair using a likorall overhead lift, the sling bar detached from the hook and the pt fell to the floor. Pt suffered a light compression fracture of the right femur.